Event description:
It was reported that the m102 tip broke when the doctor attempted to cut the bone model during a product demonstration at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the tip breaking was confirmed through visual inspection. Based on subject matter expert consultation cause for the tip breaking is damage due to coming in contact with the tip cover or excessive force during use. The device was not repaired but returned to the customer.

Event description:
It was reported that the m102 tip broke when the doctor attempted to cut the bone model during a product demonstration at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.